Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. The customer received third party assistance from their endocrinologist, who suggested the customer remove their pump, but the customer continued to use the pump and they consumed carbohydrates to address bg. The customer then disconnected call, and multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.